Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their tooth keeps having abscesses and they have other cavities that require repair. This is causing pain. Advised patient to provide diagnostic findings from any appointments and procedures.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.